Event description:
Allegedly, patient revised due to infection

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
This is the same event as 3010536692-2015-00520, -00521, -00523. This report will be updated when investigation is complete. Trends will be evaluated.